Manufacturer narrative:
(B)(4). The device remains in use, therefore device evaluation cannot be performed. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). The customer contacted baxter's technical service center regarding a concern that the homechoice (hc) had been dwelling for 3 hours, which occurred on the hc during use during day dwell 1. Follow up with the home patient (hp) revealed the hp notified his registered nurse (rn) and the device program was fine. The hp stated therapy has been going well. There was no patient injury or medical intervention reported. The device was not returned to baxter as a result, an assignable cause of the reported difficulty could not be determined. Renal quality engineering, along with plant servicing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Event description:
A patient contacted (B)(4) regarding assistance with the homechoice (hc) being stuck in dwell for three hours. The patient stated their dwell was not supposed to be that long. When the patient called, he had already started ending therapy. The patient stated he was in the program menu and the settings went blank (not the power or display). (B)(4) was not sure what the patient meant, so they had the patient check the programming. The therapy was set to continuous cycling peritoneal dialysis (hi-dose). The patient stated that was not correct. (B)(4) advised the patient to call their nurse before getting back on the hc because they said they were changing things in the programming, and have their nurse go over the programming in case other changes were made. No injury or medical intervention was reported.